Event description:
It was reported that the patient died. The 100% occluded de novo target lesion with heavy thrombosis was located in the proximal left anterior descending artery. A 20 x 2.75 rebel stent was deployed to treat the lesion. Post stent deployment the patient died.

Event description:
It was reported that the patient died. The 100% occluded de novo target lesion with heavy thrombosis was located in the proximal left anterior descending artery. A 20 x 2.75 rebel stent was deployed to treat the lesion. Post stent deployment the patient died. It was further reported that target lesion was mildly tortuous and non-calcified. A thrombus suction catheter was also used during the procedure. The cause of patient death was cardiorespiratory arrest with ventricular tachycardia (vt) followed by ventricular fibrillation (vf).